Manufacturer narrative:
H3: product analysis: part # 6950315: lot # h6006764 visual and optical inspection confirmed the female hex of the set screw has been stripped. The damage to the screw is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior cervi cal interbody fusion due to cervical spine tumor. It was reported that set screw thread was slippery and resulting in the set screw being unable to be implanted normally. There were no patient symptoms reported. There were no further complications reported regarding the event.